Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the patient connector was broken. Analysis also found the hanger/ring was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were broken cable cases. The epg (external pulse generator) was returned for service. There was no patient involvement.